Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered too much insulin via bolus and blood glucose (bg) lowered to 40 mg/dl. Customer entered the intended amount in the pump for the bolus; however, it ended up being too much insulin. Additionally, customer has scar tissue that delays insulin absorption. Fast acting carbohydrates were consumed to treat bg level. Recommendation was made for customer to discuss event with a healthcare provider.